Manufacturer narrative:
Additional information added to h3, h6 and h10 h10: the actual device was not available; however, photographs of the sample were provided for evaluation. The returned photographs were reviewed, and it was noted that there was particulate matter in the dialyzer header cap. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter (pm) was observed within a revaclear 300. The pm was further described as black particulate matter inside the cap. The pm was discovered prior to patient use. There was no patient involvement. No additional information is available.